Manufacturer narrative:
(B)(4).

Event description:
Article titled ¿low body mass index and low intelligence quotient are infection risk factors in vagus nerve stimulation." Was received. The article discusses patients who underwent vns device implant and developed surgical site infection. Records were reviewed at the facility from august 2011 to may 2018. 6 patients were reported to have developed an infection after initial implant and 3 patients after the first generator replacement. Factors of age, sex, height, body weight, and body mass index were reviewed for potential relationship to infection rate. Of the 6 patients that developed infection after implant surgery, 4 underwent device removal and 2 underwent debridement and antibiotic treatment without removal of the vns. Of the 3 patients that developed infection after replacement, all 3 underwent device explant. No other relevant information has been received to date.